Event description:
Patient reported obtaining back-to-back blood glucose results of 594 mg/dl and 165 mg/dl, while using the suspect device. Patient noted that, at the time that the results were obtained, he was exhibiting symptoms of hypoglycemia. Patient reportedly self-treated by drinking apple juice. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product, and replacement product was shipped.